Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: distal conductor fracture; full lead analyzed. No anomalies found.

Event description:
It was reported that there was: oversensing with inappropriate therapy, interference/noise, high ventricular lead impedance, and a 'poor connection in the header.' The ICD and lead were explanted. No patient complications have been reported as a result of this event.